Event description:
It was reported that the t: slim x2 pump battery would not charge, even after attempting to use both the tandem wall adapter and an alternate adapter. There was no adverse impact to the customer's blood glucose level. The customer was sent replacement tandem charging supplies via two-day shipping, which resolved the issue, allowing the pump to charge successfully, and no further assistance was required.